Event description:
It was reported that it had been ¿months¿ since the patient¿s implantable neurostimulator (ins) worked. When the patient would use the ins, it ¿wouldn¿t go far enough forward¿ closer to the bladder. The patient was feeling stimulation at their butt. The event occurred about six months prior following a fall. It was stated, the patient would hurt when changing programs from 3 to 1. The patient was on program 3 at 1.7v. When the device was turned on the patient felt stimulation, but it was still in the wrong area. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v515942, implanted: 2010 (B)(6); product type lead. (B)(4).